Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted maximum ventricular pace impedance rose from an approximate baseline of 375 ohms the week ending (B)(4) 2013 to > 1100 ohm the week ending (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg implantable cardioverter defibrillator (ICD) 2010-(B)(6); 5076 implantable pacing lead 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's pacing impedance had increased steadily. The lead's capture threshold had also increased. The lead remains in use and no patient complications have been reported as a result of this event.